Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged. A revision procedure was performed to reposition the lv lead. During the procedure, the guidewire did not progress through the lead very well and became stuck and could not be removed. No adverse patient effects were reported. It is suspected that the guidewire became stuck due to a blood clot in the lead's lumen. The serial number for this lead is currently unknown.

Manufacturer narrative:
Another guidewire was used and the lv lead was successfully repositioned. The initial guidewire remains in the lumen of the lv lead and this lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.